Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 2 years and 6 months after dental implant was installed in intraoral region #5, its non-osseointegration was observed. The dentist also reported that the patient did not return to the dental clinic after removal of his suture. The patient presented bone type iii, peri-implantite and fistula.